Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reasings were 237 mg/dl and 227 mg/dl on the reported meter compared with a calibrated lab results of 180 mg/dl and 145 mg/dl. The pt was unable/unwilling to state the times difference between the meter and lab readings. No medical attention was received. No action taken by the pt following use of the meter. The customer care representative performed troubleshooting and twice the control solution test was not in range. The pt was advised to return the meter.